Event description:
Customer reported via phone, the numbers on the insulin pump were ramping on their own without no input. Customer removed the battery and the anomaly persisted. Customer stated she was on vacation and its hot were she is, however the device was not exposed to direct sunlight and was not exposed to moisture. Customer's blood glucose was 7.3 mmol/l. Customer was advised to revert to back up plan and the device needed to be replaced. Customer was advised to go to a doctor to get a backup plan as she didn't have any manual injections. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.